Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported that a patient experienced pain and a broken cortex screw. A male patient underwent on open reduction and internal fixation of his right ankle on (B)(6) 2005 with a four-hole plate and three screws. He subsequently complained of painful hardware. A cortex screw had broken into two pieces. The broken screw was explanted on (B)(6) 2016. There was no surgical delay. It was reported that the procedure was successfully completed. Device was returned and a second screw, an unknown cannulated screw, was also returned for evaluation with no allegation from the complainant. However, upon part investigation, the tip of the screw was broken off. The location of the tip is unknown. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one (1) 2.7mm cortex screw self-tapping, 24mm (part 202.824 / lot unknown) was received with the complaint category of ¿broken: postoperatively.¿ this screw was returned with a second screw, an unknown cannulated screw, that had no allegation of failure. However, upon part investigation, the tip of the screw was broken off. The location of the tip is unknown. The complaint condition is confirmed as the screws were both received with the distal threads missing. Based on the undamaged obtainable features, the unknown cannulated screw is conforming to the 4.0mm stainless steel (ss) cannulated screw family; short thread (part numbers 207.610 to 207.672) or long thread (207.716 to 207.772). The part number could not be definitively determined due to damage and the missing portion; however, the documents related to this screw family were also evaluated. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The screws were both received with the distal threads missing. The cortex screw shows a smooth semi-circular cut away on the surface at the distal tip and the threads approximately 19.5mm to 22mm from the proximal end. The cut-away in the threads has reduced the screw diameter by approximately 40%. The head of the screw and drive recess show nicks and wear. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screw is already broken. The cannulated screw was received with a roughly oblique fracture at the distal tip. The threads on the threaded portion of the shaft show significant flattening and deformation. There is a dent noted at the proximal transition from the threads to the smooth shaft. The proximal end and drive recess also show nicks and wear. Thus, while an issue was not initially reported for this screw, it is confirmed as broken. Replication of the condition is not applicable as the screw is already broken and deformed. The exact manufacture dates are unknown; however, based on the implant date of (B)(6) 2005, they were both manufactured over 10.5 years ago. Thus, a review of the current design drawing and the design history since 2005 for the reported cortex screw (202_806) and the cannulated screw family (207_610 and 207_716) was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A root cause could not be definitively determined given the unknown circumstances at the time of the issue and over the approximately 10.5 years of implant. The small fragment locking compression plate (lcp) system technique guide was reviewed and addressed recommended usage. It was noted that round cut outs on the cortex screw show signs of impact with a drill bit. This would not be expected if used as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.